Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The shocks converted the atrial arrhythmias both times. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.